Event description:
Pt was undergoing delayed breast reconstruction following mastectomy. Following her initial first-stage reconstruction tissue expansion was proceeding uneventfully until she noticed the expander had deflated. The expander was surgically removed and replaced.